Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the evh procedure, even though good tunnel access was achieved for dissection with proximal insufflation, when it was switched over to distal insufflation, it was felt that there was no distal co2 flow, and the tunnel collapsed. The surgeon decided to switch over to an open leg procedure. The hospital did not report any patient complications.